Manufacturer narrative:
Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump's display was scratched. Customer did not recall how the damage occurred. Blood glucose level was 228 mg/dl at the time of the call. No further information was provided.